Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of gel stent blockage, exposure, bleb-related leakage, choroidal detachment, bleb-related issue, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen45 gts was measured 0.5 mm with iris touch, iop measured at 23 mmhg and partially occluded by iris in the unknown eye. Physician pulled stent off the iris and stent was visible at the 1:00 o'clock conjunctivae with cystic bleb was noted. Physician reported a very thin conjunctivae over the stent with the tip through the conjunctivae, and was tested positive using the seidel test. Physician then attempted to pull the conjunctivae over the stent to repair the wound leak and reposition xen45 gts back under the conjunctivae after amputating the very distal tip. The events have been resolved.